Manufacturer narrative:
The product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other similar complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A material manager reported that following an intraocular lens (iol) implantation procedure, the patient was not satisfied and had irregular astigmatism. The iol was replaced with a different model approximately one month after the initial implantation. Additional information was provided indicating that the patient's vision had not improved with the lens. In the surgeon's opinion, the iol did not cause the event. The surgeon stated they thought the lens would help but it ultimately did not. The iol was replaced with a different manufacturer model with a one diopter difference of power.